Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was having a hardware failure, and the customer was unable to retrieve the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(4) was performed in salesforce which did locate 5 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ drawer failure ¿ case: (B)(4) ¿ failed drawer ¿ case: (B)(4) ¿ drawer jammed, error message showing requires maintenance. ¿ case: (B)(4) ¿ drawer jammed, error message showing requires maintenance. ¿ case: (B)(4) ¿ failed on screen but not visible to recover on station. A review of the device history record for (B)(6) was performed from date of manufacture, 24-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware failure occurred. A field service engineer performed adjustments on drawer mount rails and tested the drawer, drawer opened successfully to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.